Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The complaint device was returned for evaluation, and the reported gripper arm actuation issue could not be confirmed via returned device analysis. The investigation could not determine a definitive cause for the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This event is being filed for gripper arm actuation issue (the grippers did not move simultaneously), which has the potential to cause or contribute to adverse patient effects. It was reported that during preparation of the clip delivery system (cds), the grippers did not move simultaneously; thus the cds was not used. A new cds was used to successfully complete the procedure, with no adverse patient effects or clinically significant delay in the procedure. There was no additional information provided.